Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one (1) sample was provided by the customer for investigation on 08-jul-2019. The sample consisted of a particle in a small baggie. A small particle was in the baggie and was examined using fourier-transform infrared spectroscopy (ftir) analysis and was identified as wax paper. Wax paper is not used in the production process, therefore root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of foreign matter (fm) for lot #6339850 item #305211. Related complaint: (B)(4). A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: a small particle was in the baggie and was examined using fourier-transform infrared spectroscopy (ftir) analysis and was identified as wax paper. Wax paper is not used in the production process, therefore root cause is undetermined rationale bd acknowledges that the particle returned by the customer was a piece of wax paper. As this one (1) particle would not exceed the acceptable quality level (aql) of ¿foreign matter (fluid path): particles > 1/64in = 0.65%¿ for the batch, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that before use of the bd blunt fill needle with filter while drawing up solution a beige, fibrous particle (app. 1,2 mm) was visible in the solution. The following information was provided by the initial reporter: it was reported that after drawing the solution via filter needle into the syringe, a beige, fibrous particle (app. 1,2 mm) was visible in the solution.